Event description:
The unit was being used in a hospital setting, to provide CPR support to a patient in a state of clinical death. It was reported that a suicide victim (hanging) was brought to hospital emergency. The thumper was applied. After 10 minutes the ventilator portion of the device quit working. Ventilation was continued manually, the unit was left on the patient to provide chest compressions. Patient was not revivable and the failure of the device did not contribute to the death.